Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured after post dilating a wall stent. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured after post dilating a wall stent. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the investigation is lot number unknown. Investigation summary: the device was returned for evaluation. A visual inspection was unable to identify anomalies. During an attempt to inflate the balloon a pinhole rupture was noted on the balloon. Therefore, the investigation is confirmed for rupture. The definitive root cause for the identified pinhole rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.